Manufacturer narrative:
This report pertains to four instances of the same product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed, entitled " reverse prosthesis through a superior approach for cuff tear arthropathy", by ludwig seebauer, et al., published techniques in shoulder and elbow surgery 7(1):13-26, 2006. Authors described in detail a surgical approach for cuff tear arthropathy using the depuy delta 3 reverse shoulder arthroplasty system. They described the following complications associated with the surgery from a group of 56 patients within their study. One patient experienced loosening (disassociation) of the glenosphere component. One patient experienced early polyethylene wear of the polyethylene inlay (humeral cup). Three patients were identified as experiencing deep and superficial infections (no specifics provided, with the exception that one patient was noted to have septic loosening of the metaglene construct). One patient experienced aseptic loosening of the metaglene construct. Finally, one patient experienced a reflex sympathetic dystrophy. This complaint will address the one reported incident of deep infection that resulted in septic loosening of the metaglene construct.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.